Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause was identified as having broken or missing hardware on the pump.

Event description:
Dealer states, the push pin is broken on the pump.